Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that their "device has slipped and was not in place where it was implanted and that they did not know if " it's a coincidence or not", but they experienced severe hip pain in that area where it slipped down to. No trauma or falls were reported that could be related to this issue. Patient was redirected to follow up with their health care provider.